Manufacturer narrative:
Health effect - impact code: f2201. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported left side ruptured subpectoral implants, anatomic textured gel, with capsular contracture, baker grade unknown and animation deformity. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported left side ruptured subpectoral implants, anatomic textured gel, with capsular contracture baker grade unknown and animation deformity. Device has been explanted and replaced.